Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the transmission, an episode of non sustained right ventricular oversensing and low atrial sensing were noted. It was suspected that the atrial lead had dislodged. It was noted that the patient experienced small electric shocks due to phrenic nerve stimulation. Patient presented for lead revision procedure on (B)(6) 2018. During the procedure, upon x-ray imaging, it was discovered that the right ventricular lead had been dislodged. The atrial lead was repositioned. The right ventricular lead was explanted and replaced since the helix would not retract. Patient was stable during and after the procedure.